Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted (B)(6) 2004. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds and that the lead impedances had gradually increased over time to a high value. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.